Manufacturer narrative:
No further information is available at this time. This report will be updated should further information become available.

Event description:
It was reported that this right ventricular defibrillation lead exhibited fluctuating shock impedance measurements. The shock impedance measurement reached out of range measurements at 159 ohms. Technical services discussed therapy testing options. This lead remains in service. No adverse patient effects were reported.